Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("sharp stabbing pains in pelvic area"), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches") and headache ("migraine headaches"). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menstruation irregular, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, device dislocation, headache, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-dec-2018: legal claim was received and the following information was provided: essure was inserted on (B)(6) 2013 for permanent contraception; new lab data added; previously reported event injury was specified as migration of essure device, sharp stabbing pains in pelvic area, bad cramping, irregular menstruation, and migraine headaches. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. (329597, 510837) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cholecystectomy. Concurrent conditions included neck stiffness (chronic), breast feeding, abdominal cramps, difficulty in walking, nicotine addiction, foot pain (left), sore throat, myalgia, swollen glands, feverish, shoulder pain, neck pain, fibromyalgia, oligomenorrhea, numbness of upper extremities, paraesthesia upper limb, febrile reaction, light-headed, neck discomfort, degenerative disc disease, neck cramps, ovarian cyst, upper respiratory infection, decreased appetite, shoulder sprain, back strain, soft tissue swelling, breast tenderness, dizzy, asthma, sinusitis, seasonal allergy, pap smear abnormal, prepatellar bursitis, pain in hip, anemia, bronchitis, pneumonia, r sciatica, hand injury, hand pain (right), leg pain, foot pain (left), drug seeking behavior, nasal congestion, nipple discharge, wheezing, chronic cough, tendency to bruise easily and dysplasia. Concomitant products included fluticasone since 1992 for asthma, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for contraception, aripiprazole (abilify) since 1992 to (B)(6) 2016, duloxetine since 1992 to (B)(6) 2016 and fluoxetine hydrochloride (prozac) since 1992 to (B)(6) 2016 for depression and anguish, oxycodone since (B)(6) 2018 for fibromyalgia as well as cyclobenzaprine, duloxetine hydrochloride (cymbalta) since 2009, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and salbutamol (albuterol hfa) since 1992. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("sharp stabbing pains in pelvic area / pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches"), headache ("migraine headaches"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intervertebral disc protrusion ("herniated bulging disk in neck"), neck injury ("neck injury"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, menstruation irregular, headache, anxiety, depression, weight increased, nausea, fatigue, intervertebral disc protrusion, neck injury and back pain outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved and the migraine, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intervertebral disc protrusion, menorrhagia, menstruation irregular, migraine, nausea, neck injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted in essure insertion date-(B)(6) 2013 and (B)(6) 2013. Patient received treatment for:pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram with bilateral tubal occlusion; on (B)(6) 2013: confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pelvic pain, nausea, back pain, headache, migraine, dyspareunia, abdominal pain lower, fatigue, vaginal bleeding, anxiety, vaginal discharge. Two (2) lot numbers reported 329597 and 510837 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 329597-not valid, 510837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cholecystectomy. Concurrent conditions included neck stiffness (chronic), breast feeding, abdominal cramps, difficulty in walking, nicotine addiction, foot pain (left), sore throat, myalgia, swollen glands, feverish, shoulder pain, neck pain, fibromyalgia, oligomenorrhea, numbness of upper extremities, paraesthesia upper limb, febrile reaction, light-headed, neck discomfort, degenerative disc disease, neck cramps, ovarian cyst, upper respiratory infection, decreased appetite, shoulder sprain, back strain, soft tissue swelling, breast tenderness, dizzy, asthma, sinusitis, seasonal allergy, pap smear abnormal, prepatellar bursitis, pain in hip, anemia, bronchitis, pneumonia, r sciatica, hand injury, hand pain (right), leg pain, foot pain (left), drug seeking behavior, nasal congestion, nipple discharge, wheezing, chronic cough, tendency to bruise easily and dysplasia. Concomitant products included fluticasone since 1992 for asthma, medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2013 for contraception, aripiprazole (abilify) since 1992 to (B)(6)2016, duloxetine since 1992 to (B)(6)2016 and fluoxetine hydrochloride (prozac) since 1992 to (B)(6)2016 for depression and anguish, oxycodone since (B)(6)2018 for fibromyalgia as well as cyclobenzaprine, duloxetine hydrochloride (cymbalta) since 2009, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), nsaids since (B)(6)2013, paracetamol (acetaminophen) since (B)(6)2013 and salbutamol (albuterol hfa) since 1992. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("sharp stabbing pains in pelvic area / pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches"), headache ("migraine headaches"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intervertebral disc protrusion ("herniated bulging disk in neck"), neck injury ("neck injury"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, abdominal pain lower, menstruation irregular, headache, anxiety, depression, weight increased, nausea, fatigue, intervertebral disc protrusion, neck injury and back pain outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved and the migraine, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intervertebral disc protrusion, menorrhagia, menstruation irregular, migraine, nausea, neck injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted in essure insertion date-(B)(6)2013 and (B)(6)2013. Patient received treatment for:pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: hysterosalpingogram with bilateral tubal occlusion; on (B)(6)2013: confirmed that the essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pelvic pain, nausea, back pain, headache, migraine, dyspareunia, abdominal pain lower, fatigue, vaginal bleeding, anxiety, vaginal discharge, two (2) lot numbers reported 329597 and 510837 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event outcome were updated to recovered:pain , bleeding ,bladder and urinary problem. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. (329597,510837) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cholecystectomy, drug allergy (azithromycin; celebrex; doxycycline) and paratubal cyst. Concurrent conditions included neck stiffness (chronic), breast feeding, abdominal cramps, difficulty in walking, nicotine addiction, foot pain (left), sore throat, myalgia, swollen glands, feverish, shoulder pain, neck pain, fibromyalgia, oligomenorrhea, numbness of upper extremities, paraesthesia upper limb, febrile reaction, light-headed, neck discomfort, degenerative disc disease, neck cramps, ovarian cyst, upper respiratory infection, decreased appetite, shoulder sprain, back strain, soft tissue swelling, breast tenderness, dizzy, asthma, sinusitis, seasonal allergy, pap smear abnormal, prepatellar bursitis, pain in hip, anemia, bronchitis, pneumonia, r sciatica, hand injury, hand pain (right), leg pain, foot pain (left), drug seeking behavior, nasal congestion, nipple discharge, wheezing, chronic cough, tendency to bruise easily and dysplasia. Concomitant products included fluticasone since 1992 for asthma, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for contraception, aripiprazole (abilify) since 1992 to (B)(6) 2016, duloxetine since 1992 to (B)(6) 2016 and fluoxetine hydrochloride (prozac) since 1992 to (B)(6) 2016 for depression and anguish, oxycodone since (B)(6) 2018 for fibromyalgia as well as cyclobenzaprine, duloxetine hydrochloride (cymbalta) since 2009, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and salbutamol (albuterol hfa) since 1992. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("sharp stabbing pains in pelvic area/pain pelvic area"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches"), headache ("migraine headaches"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intervertebral disc protrusion ("herniated bulging disk in neck"), neck injury ("neck injury"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain lower, menstruation irregular, headache, anxiety, depression, weight increased, nausea, fatigue, intervertebral disc protrusion, neck injury and back pain outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved and the migraine, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intervertebral disc protrusion, menstruation irregular, migraine, nausea, neck injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2013. Patient received treatment for:pain , bleeding. Insertion details-right-3 left 4 coils are noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: hysterosalpingogram with bilateral tubal occlusion; on (B)(6) 2013: confirmed that the essure device was successfully occluded. Pathology test: on (B)(6) 2018: small paratubal serous cysts are also sampled. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pelvic pain, nausea, back pain, headache, migraine, dyspareunia, abdominal pain lower, fatigue, vaginal bleeding, anxiety, vaginal discharge, two (2) lot numbers reported 329597 and 510837 are not valid. Most recent follow-up information incorporated above includes: on 21-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.mr received- new reporter, medical history, lab data, insertion details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 329597-invalid, 510837-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cholecystectomy. Concurrent conditions included neck stiffness (chronic), breast feeding, abdominal cramps, difficulty in walking, nicotine addiction, foot pain (left), sore throat, myalgia, swollen glands, feverish, shoulder pain, neck pain, fibromyalgia, oligomenorrhea, numbness of upper extremities, paraesthesia upper limb, febrile reaction, light-headed, neck discomfort, degenerative disc disease, neck cramps, ovarian cyst, upper respiratory infection, decreased appetite, shoulder sprain, back strain, soft tissue swelling, breast tenderness, dizzy, asthma, sinusitis, seasonal allergy, pap smear abnormal, prepatellar bursitis, pain in hip, anemia, bronchitis, pneumonia, r sciatica, hand injury, hand pain (right), leg pain, foot pain (left), drug seeking behavior, nasal congestion, nipple discharge, wheezing, chronic cough, tendency to bruise easily and dysplasia. Concomitant products included fluticasone since 1992 for asthma, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for contraception, aripiprazole (abilify) since 1992 to (B)(6) 2016, duloxetine since 1992 to (B)(6) 2016 and fluoxetine hydrochloride (prozac) since 1992 to (B)(6) 2016 for depression and anguish, oxycodone since (B)(6) 2018 for fibromyalgia as well as cyclobenzaprine, duloxetine hydrochloride (cymbalta) since 2009, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and salbutamol (albuterol hfa) since 1992. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("sharp stabbing pains in pelvic area / pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches"), headache ("migraine headaches"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), intervertebral disc protrusion ("herniated bulging disk in neck"), neck injury ("neck injury"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menstruation irregular, headache, vaginal haemorrhage, anxiety, depression, weight increased, nausea, fatigue, vaginal discharge, intervertebral disc protrusion, neck injury and back pain outcome was unknown, the migraine, dysmenorrhoea and abdominal pain was resolving and the menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intervertebral disc protrusion, menorrhagia, menstruation irregular, migraine, nausea, neck injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted in essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: hysterosalpingogram with bilateral tubal occlusion; on (B)(6) 2013: confirmed that the essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pelvic pain, nausea, back pain, headache, migraine, dyspareunia, abdominal pain lower, fatigue, vaginal bleeding, anxiety, vaginal discharge, two (2) lot numbers reported 329597 and 510837 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("sharp stabbing pains in pelvic area"), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches") and headache ("migraine headaches"). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menstruation irregular, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, device dislocation, headache, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 7-year-old female patient who had essure (batch no. 329597, 510837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and cholecystectomy. Concurrent conditions included neck stiffness (chronic), breast feeding, abdominal cramps, difficulty in walking, nicotine addiction, foot pain (left), sore throat, myalgia, swollen glands, feverish, shoulder pain, neck pain, fibromyalgia, oligomenorrhea, numbness of upper extremities, paraesthesia upper limb, febrile reaction, light-headed, neck discomfort, degenerative disc disease, neck cramps, ovarian cyst, upper respiratory infection, decreased appetite, shoulder sprain, back strain, soft tissue swelling, breast tenderness, dizzy, asthma, sinusitis, seasonal allergy, pap smear abnormal, prepatellar bursitis, pain in hip, anemia, bronchitis, pneumonia, r sciatica, hand injury, hand pain (right), leg pain, foot pain (left), drug seeking behavior, nasal congestion, nipple discharge, wheezing, chronic cough, tendency to bruise easily and dysplasia. Concomitant products included fluticasone since 1992 for asthma, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for contraception, aripiprazole (abilify) since 1992 to (B)(6) 2016, duloxetine since 1992 to (B)(6) 2016 and fluoxetine hydrochloride (prozac) since 1992 to (B)(6) 2016 for depression and anguish, oxycodone since (B)(6) 2018 for fibromyalgia as well as cyclobenzaprine, duloxetine hydrochloride (cymbalta) since 2009, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ibuprofen (motrin), nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and salbutamol (albuterol hfa) since 1992. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("sharp stabbing pains in pelvic area / pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping"), menstruation irregular ("irregular menstruation"), migraine ("migraine headaches"), headache ("migraine headaches"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), intervertebral disc protrusion ("herniated bulging disk in neck"), neck injury ("neck injury"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, menstruation irregular, headache, vaginal haemorrhage, anxiety, depression, weight increased, nausea, fatigue, vaginal discharge, intervertebral disc protrusion, neck injury and back pain outcome was unknown, the migraine, dysmenorrhoea and abdominal pain was resolving and the menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, intervertebral disc protrusion, menorrhagia, menstruation irregular, migraine, nausea, neck injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted in essure insertion date-(B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram with bilateral tubal occlusion; on (B)(6) 2013: confirmed that the essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pelvic pain, nausea, back pain, headache, migraine, dyspareunia, abdominal pain lower, fatigue, vaginal bleeding, anxiety, vaginal discharge, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, weight gain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nausea, fatigue, vaginal discharge, herniated bulging disk in neck, neck injury, abdominal pain, lower back pain. Reporter information, medical history, concomitant drug, lab data, events onset date, events outcome, weight, height, date of birth was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.